Event description:
The complainant reported that a patient was admitted as st-segment elevation myocardial infarction. The patient was brought to cath lab and referred to impella cp support due to mitral valve disease. While on support it was reported that the patient¿s urine turned dark red. Hemolysis verified by haptoglobin test results from 70 mg/dl to 30 mg/dl. The pump was repositioned and the patient was noted in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation investigation summary data review: insufficient data logs showed pump ran without issue during support. There were no alarms triggered during the case. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review pump passed all post sterile inspection checks.

Manufacturer narrative:
The device was discarded. Should any new information be received, a supplemental MDR will be filed.